Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with a gst60d cartridge loaded in the device. Additionally, the reload was received with left side fully fired, right side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5365e. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bi-lobe pancreatic duodenal procedure the device misfired on the third firing overall (second firing on the stomach while forming the sleeve). The device fully cut but did not deploy any staples. The staples had been partially fired, but none had left the cartridge. The surgeon controlled the bleeding with suture and then stapled over the area. It was unknown how much blood was lost but no transfusion was required. A gold gst cartridge was being used. No buttressing material was being used. The surgeon completed the procedure after cleaning the area of blood and using a second stapler of the same product code.